Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 8021545-2024-02753- device 1 of 3. E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set was leaking from the site. The infusion set was in use for 2 days. No further information available.